Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited loss of telemetry during interrogation with two wands and two programmers.